Event description:
During a lobectomy procedure, at the 2nd firing, staples were malformed and in an open shape on one side of the staple line. There was no pt consequence. The procedure was completed with additional sutures.